Event description:
It was reported that this patient was revised. Reason was not reported.

Manufacturer narrative:
Pending evaluation. Concomitant medical products: 4145264, 02-010-06-0250 - logic cc femoral size 5, left, 4952893, 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t, 4354559, 02-012-60-1425 - logic stem ext 14mm x 25mm and 5027344, 200-02-35 - three peg patella 35mm.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, reason not reported.